Event description:
Complainant alleged that while attempting to defibrillate a patient (age & gender unknown) the device failed to discharge. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction. Complainant indicated that subsequent testing did not duplicate the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.